Event description:
During pt use, when the ac cable was connected for the ventilator, a "switched to backup battery" occurred. At the time, the ac indicator was not lit. Replacing the battery resolved the issue. There was no serious pt injury reported.

Manufacturer narrative:
Though requested, pt info was not provided.